Event description:
It was reported during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the pointer was broken off. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the pointer was broken off. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.